Event description:
It was reported that before case the device was overheating. No patient involved.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.